Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused increasing headaches in intensity for 6 months refractive to analgesics, hypertension, intracranial hypertension, hypertensive crisis in october 2021, pericarditis, myocarditis, cerebral ischemia and chronic tracheitis. The patient reported to receive medical intervention and saw a neurologist, was hospitalized, had a MRI done and was treated with several medications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 23, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused increasing headaches in intensity for 6 months refractive to analgesics, hypertension, intracranial hypertension, hypertensive crisis in october 2021, pericarditis, myocarditis, cerebral ischemia and chronic tracheitis. The patient reported to receive medical intervention and saw a neurologist, was hospitalized, had a MRI done and was treated with several medications. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed unknown white contamination (dust like), at air inlet of the blower box, unknown white contamination (dust like), in the iso port (international organization of standardization.), light dust like contamination on top of the blower motor and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress, potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Also, there is a brown fluid/water spot, black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown white specks of contamination on the bottom the blower box. Inside of the blower motor's bottom housing has scrape marks from an unknown source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were unable to address the symptoms specified and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device . Sections d8, d9, h2, h3, h6 has been updated in this report.